Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the b30 error code could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions olympus bf-xp190/bf-p190/bf-q190/bf-h190/bf-1th190/bf-xt190/bf-mp190f operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error code b30. There was no patient involvement.